Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. It was likely that the image no longer displayed due to a malfunction of the charge-coupled device (ccd) unit. Since this product had been used for more than its useful life, it was probable that the ccd unit had failed due to deterioration over time.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. The issue was due to a faulty charge-coupled device (ccd). In addition, a crack was found on the video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that the high definition autoclavable camera head had no picture. The issue was found during preparation for use. No patient harm reported.